Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at normal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.